Event description:
Pt received a laser treatment for hair removal from upper lip area-which had only fine hairs- and chin. In the ensuing 4 months, in the upper lip area, pt has hypopigmentation and many, many "wrinkles" which began appearing 3 weeks after the treatment and has continued until now. They were not there prior to the procedure. This is verified by close friends and spouse. Pt had no wrinkles on their face at all last fall. Pt also has a slightly different sensation in that area. More lines are appearing each day. The center refuses to take any responsibility or give any answers to what is happening. The procedure was explained to pt but none of these side effects were included and pt signed a consent form that they later read in full and hypopigmentation and skin texture changes are included but not elaborated on in the consent form or by the technician. Pt spoke to dr, who has a chain of these laser centers, but he refuses any responsibility and only owned up to the hypopigmentation because it was so obvious. He says the wrinkles were not caused by he laser. Pt believes this laser treatment for hair removal is dangerous. Pt is afraid of what else may happen to upper lip area now. Pt asks if cancer is a possiblility.